Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when deployed to 80%, a transesophageal echocardiogram (tee) indicated severe aortic insufficiency. The valve was positioned deep in the annulus at 14 mm on the left coronary cusp and 8 mm on the non-coronary cusp. The patient became hypotensive and cardiopulmonary resuscitation (CPR) was initiated. The patient remained hypotensive therefore the valve was removed and was not implanted. The patient was placed on a percutaneous ventricular assist device to maintain their blood pressure, but died later that day. Per the physician there was no allegation against the function of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.